Manufacturer narrative:
The event of unspecified infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified infection.

Event description:
Patient reported "miscarriage/still birth due to an infection or illness" and "inability to breast feed due to not enough milk production". The device was explanted and replaced with another manufacturer´s device. This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Upon review of the events by abbvie medical safety, it has been determined that the event of "miscarriage/still birth due to an infection or illness" is not related to the device. This record is no longer reportable to the FDA and will be un-reported.